Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Power error due to j6 connector resistance issue. Unit passed displacement test, sleep current measurement, active current measurement and selftest. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error supply. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.